Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code/wrench codes) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.